Event description:
It was reported the patient was admitted to the hospital and diagnosed with an infection at the ipg site. The entire scs system was explanted, and patient was given antibiotics to address the infection.

Manufacturer narrative:
A device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.